Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The customer stated the patient was being transferred from a bed to an electric wheelchair when the right upper body strap came off the hook.